Event description:
Reporter stated customer had unspecified hypoglycemic symptoms and felt like he was going to pass out. A test was run on his mobile device and he obtained a 100 mg/dl. The customer did not pass out, however, his parents called the emergency service. At an unknown time, a test was run on the emergency personnel device where a result of 40 mg/dl was obtained. The customer was taken to the hospital where he was treated with glucogon and a "blood infusion." The customer remained in the hospital for 1.5 days. The customer has recovered and is currently feeling fine. No adverse event due to the device reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.